Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and was no longer found in the coronary sinus. A revision procedure was conducted. The lead was explanted and discarded at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was discarded at the hospital and thus will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.